Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17122706 was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface guiding sheath with multipurpose curve and while removing the device at the end of the procedure from the patient the brim cap detached. The procedure was completed without patient consequence. Additional information was requested to clarify the event and it was confirmed that the valve broke at the time of removal. This event is being reported because hemostatic capability is compromised and there is a potential risk for bleeding or air embolism that could contribute to a serious injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/16/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that when removing the introducer from the patient, the introducer tip, where is the valve, broke off. Upon receipt, the preface was visually inspected and it did not have the brim cap and it was not returned by the customer. Additionally, the stop cock had reddish brown material inside the joints. Then per the reported event, the ring hub was inspected under microscope and it was also measured and it was found within specifications. In addition, a lab sample brim cap and vessel dilator were used to perform the functional testing. Brim cap was attached to the molded hub and then the vessel dilator was inserted/removed through the sheath and the brim cap and gasket remained snapped. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, there is no evidence that this issue is related with manufacturing.